Manufacturer narrative:
The insulin pump was received with intermittent act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was received with cracked battery tube threads, case cracked at the display window corner, cracked lcd display window, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with unknown blood glucose. Customer stated that she was hospitalized for high blood glucose due to infusion set bent cannula. The customer experienced symptom such as vomiting. The customer was treated with manual injection and released 5 days after. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump buttons were hard to press and there were cracks in the corner of the screen. Keypad anomaly troubleshooting was performed and completed. Customer had issues with infusion set cannula being bent. Advised customer of the proper way of handling infusion set per guidelines. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.